Event description:
Additional information was received, it was reported the patient was able to complete passive mode recharge however it was still not working great.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was 'no device found' message on the controller. The issue started last week on wednesday after patient got through tsa. Patient went through tsa with the controller and it went through the scanner and patient got where they were going and it just wouldn't work. It won't charge the back. Patient thought maybe the battery pack was not charged. Patient charged the battery again and it was completely charged but it won't connect to the back to charge. Patient had been all week without it. Patient reset the controller but that did not resolve the issue. Pt also reported it hurt not to have stimulation on. On the call instructed patient to press recharge and go through passive recharge mode. Pt started prm and had good prm numbers. Pt will continue and will attempt at least 3 cycles. Pt is scheduled to see hcp tomorrow and will address the issue if prm does not resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they have voiced their concern about "hiccups" with the device. They stated that it doesn't seem to do any good. Some days it charges okay, and other days it may only charge 50-70%, even though the charging device is at 100%. They added that sometimes it doesn't charge at all even when it shows excellent connection. The patient stated that sometimes it just totally freezes up.